Event description:
The pt has two percutaneous leads (from the same lot) as part of this scs system. It was reported the pt has inadequate stimulation coverage. The physician plans to perform a lead revision procedure to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.